Event description:
Patient revised for loose femoral stem. **update** (B)(4) 2012 - litigation papers were received. Litigation papers allege severe pain and discomfort and inflammation in his left leg; a popping and clicking sound in his left hip; sensation that the device is unstable and will give out on him; inability to walk moderate or long distances; inability to sleep on the left side without severe pain; inability to sit for moderate or long periods of time; metallosis, cobalt-chromium metal toxicity; infection and other complications.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers were received. Litigation papers allege severe pain and discomfort and inflammation in his left leg; a popping and clicking sound in his left hip; sensation that the device is unstable and will give out on him; inability to walk moderate or long distances; inability to sleep on the left side without severe pain; inability to sit for moderate to long periods of time; metallosis, cobalt-chromium metal toxicity; infection and other complications. The complaint was reopened to address the liner and femoral head. The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Update - (B)(4) 2012 - medical records were received and available on a disc. The doi was identified. Doi: (B)(6) 2005. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, patient alleges metal wear. After review of medical records, the patient was revised due to painful total hip replacement secondary to aseptic loosening. Revision notes reported, the patient has been aspirated and the fluid is seen with metal-on-metal type wear debris with no actual purulence. It was noted that the entire stem was wiggling. The acetabular shell did not show any evidence of loosening. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.